Manufacturer narrative:
A flowrate test was performed on z-800wf infusion pump, serial number (B)(6). The initial test above was performed and is working as it should no issues found. The pump passed the flowrate test with a flowrate of 124.86 and deviation 2.13. The pump is operating within specifications.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Healthcare professional reported "pump is delivering at a slower rate than programmed (under delivery)." Medication being infused was unknown. No patient injury reported.